Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
"We received an issue that hoping you can assist with. Patient had an order for albumin 100 ml to infuse over 4 hours. Each vial is 50 ml each - so each vial would infuse over 2 hours. From the information provided: 1. User scanned both vials. 2. On the pump rate of 25 ml/hr, vtbi 50 3. Infusion started on the pump 4. Issue: rn got called into room as patient advised infusion was complete. Infusion went in 30 minutes as opposed to 1 hr. Rn noticed that the "pump flipped itself to 12.5 ml/hr" which oddly enough if you do the calculation, makes the infusion go in slower is there anyway to see what settings where on the pump during the below timeframe? Pump : 807973. (B)(6) 2024 @ 11:28a". After investigating the dosetrac enterprise database: - the albumin infusion was started at 11:28 via autoprogramming, and our records show a rate of 25 ml/hr and a vtbi of 100 ml. - at 11:55, the pump was stopped after 11.58 ml of volume had infused (88.42 ml remaining). - at 11:56, the infusion was restarted with a rate of 12.5 ml/hr and a vtbi of 50 ml (we suspect the pump was cleared and manually programmed for this intervention, as the database no longer displays the patient or nurse ID). - the infusion was then stopped at 11:57, restarted at 12:14, stopped 2 seconds later, and restarted at 12:28. - at 12:46, the pump was stopped after an additional 3.6 ml of volume had been delivered. - our records indicate the pump was power cycled after this time, but the infusion was never restarted. O the cumulative volume infused does not appear to represent a complete infusion of 100 ml. In summary, it seems as though the clinician initially autoprogrammed the entire 100 ml infusion volume but later changed the programming details to reflect a vtbi of 50 ml. Since albumin is set up as dose over time, any adjustments to the vtbi directly impact the rate of the infusion, explaining the 12.5 ml/hr rate display. Our records do not show evidence of the infusion completing early as reported, but log files have been requested from the customer.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.